Event description:
During service the device had batteries depleted. Per service shop, the hosp. Rep. Stated they have nor record of any pt incident involving the pump, since the last baxter service event.